Manufacturer narrative:
Both the calibration and qc testing performed at the investigation site was acceptable. To the differences of the tsh, ft4 ii, and ft iii values generated between the assays from roche diagnostics and abbott architect: different assays from different vendors may generate different values. This relates to the different setups of the assay, the different antibodies used and the different standardization materials/procedures used. Based on the information provided a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module compared to an abbott architect. The customer provided that patient data for one patient that had reportable malfunctions for elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft4 ii assay. This medwatch will cover tsh. For information ft4 iii and ft4 ii refer to the medwatch with patient identifiers (B)(6) respectively. The results in question were reported outside of the laboratory. There was no allegation of an adverse event. The serial number for the cobas e801 used by the customer is (B)(4). The serial number for the cobas e801 used at the investigation site is (B)(4). The tsh reagent lot used on this instrument is 365417 with an expiration date of feb-2020. The ft4 ii reagent lot used on this instrument is 341695 with an expiration date of sep-2019. The ft4 iii reagent lot used on this instrument is 380330 with an expiration date of dec-2019.